Event description:
It was reported that 17 bd precisionglide¿ needles experienced clogged needles. The following information was provided by the initial reporter: material no: 305136 batch no: unknown on the last time I picked up needles and syringes I had needles that were plugged. After checking the used ones, there were 17 that were not useful, they would not draw any medicine from the morphine ampules. It seems that the needles were not open, (plugged).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-01 h6: investigation summary it was reported that customer received needles that were plugged. To aid in the investigation, sixteen samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. All the samples have the plastic shield and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Fourteen samples expelled the solution with normal flow. The remaining two samples did not expel the solution; these needles are clogged. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. As the lot provided is 'unknown,' a device history record could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in two samples out of the sixteen. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 17 bd precisionglide¿ needles experienced clogged needles. The following information was provided by the initial reporter: material no: 305136. Batch no: unknown. On the last time I picked up needles and syringes I had needles that were plugged. After checking the used ones, there were 17 that were not useful, they would not draw any medicine from the morphine ampules. It seems that the needles were not open, (plugged).